Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor error alert. The customer reported their blood glucose was 45 mg/dl at the time of incident. The customer stated they have treated for their low blood glucose. Troubleshooting found the sensor cannula was bent. Customer declined to troubleshoot for the insulin pump. Customer declined to return the insulin pump for analysis.